Manufacturer narrative:
H10: the actual devices were not available; however, three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a colorless to white irregularly shaped particle was identified in each sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter (pm) inside the fluid paths. The was observed during visual inspection of the finished products at the compounding facility. The pm was further described as a small particle, a white filament, and a flake-like filament. There was no patient involvement. No additional information is available.